Event description:
The customer reported that during a venipuncture procedure, the needle (cannula) remained in the pt's arm after the button on the device was pressed to retract the needle. The pst (pt service technician) had to manually grasp and remove the exposed end of the needle from the pt's arm. There was no medical or surgical intervention following this incident.

Manufacturer narrative:
The lot number identified by the customer is listed on the product recall notification.